Event description:
Procedure type: nephrectomy. According to the rptr: during the surgery the balloon broke. This occurred a few mins after insertion. There was no report of pieces falling into the cavity or impacting the pt. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported. Pt status: ok. No further pt info available.

Manufacturer narrative:
Date initial report sent: 07/21/2008.